Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the atrial lead exhibited loss of sensing, loss of capture and dislodgement. When the physician attempted to extract the lead on (B)(6) 2010, there was resistance and the tip of the lead broke. The distal portion of the lead pulled back 2-3 cm, but the inner conductor was still connected to the tip, which didn't move from its original position. The physician elected to cap the connector.